Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact. The customer was advised by technical support to remove air from the cartridge before filling it in the future, and the customer acknowledged this advice but chose to continue using the current cartridge.